Manufacturer narrative:
The thermogard xp ivtm console was evaluated and serviced at the customer site by zoll technical service. The reported error message was confirmed during archive data review. The input/output board was replaced to remedy the reported issue. Visual examination found no physical damage observed. Standard preventive maintenance was performed on the console. The console was functionally tested and passed all final testing criteria without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4). Last preventative maintenance service was performed in 2016.

Event description:
When preparing for patient use, the thermogard system (sn: (B)(4)) pump rotor was not rotating during priming. The customer was able to successfully prime the start-up kit (suk) manually (turning the pump by hand); however, error message tcmid: 01 (pump failed) was displayed. The customer did not have another console unit. No other information was provided.